Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. In the afternoon on (B)(6) 2021, the patient laid down for a nap and the cgm value was ¿a little high¿, (value not provided) but he thought it would come down. Later, around 6:00 pm, the cgm displayed 118 mg/dl, then 80 mg/dl. He ate some food; however, the cgm value continued to decrease to 43 mg/dl. The bg value was not provided. The next thing the patient recalled was being surrounded by paramedics. The patient was found unresponsive by his wife who called emergency medical services (ems). While waiting for ems, the neighbor was called for assistance and administered glucagon to the patient. The bg per ems was 118 mg/dl post- glucagon, but the cmg value increased only 10 points (value not provided). The patient was transported to the emergency department (ed) where he was treated and released after three hours. The cgm sensor and insulin pump were removed in the emergency department. At the time of report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.